Event description:
The user_s hearing performance with the device is affected. Deteriorated speech discrimination was reported. The user is satisfied with the new fitting and does not want revision surgery.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is not planned at the moment and the recipient will be monitored by the clinic. This is a final report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.